Event description:
It was reported that during a procedure, the dissector handle fell apart. It was discovered that the screw was missing and was then found on the sterile field. The unit was removed from svc. No harm to the pt was reported.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.